Event description:
It was reported that the device was at elective replacement indicator and had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis revealed normal battery depletion. (B)(4). Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2010. Implantable pacing lead: (B)(6) 2010.